Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump black box showed pump reboots had occurred. The returned battery cap was found to have stripped/damaged threads and was unable to maintain an electrical connection with the pump. A power loss occurred during testing. A test battery cap was able to tighten securely to pump. The returned battery cap height and width measurements were within specifications. No damage was observed to the battery compartment. The pump was exercised for 24 hours with the test battery cap with no reboots, loss of power or call service alarms occurring. The pump case was opened and no intermittent condition was found to the power circuit. Unrelated to the power issue, the display screen was found to be dim and discolored when the pump was powered on.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.